Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours. The patient reportedly had a fever and noted purulent discharge and inflammation when removing the pod from the insertion site (leg). The patient was taken to the hospital and was prescribed amoxicillin antibiotics for treatment.